Event description:
It was reported that a vns pt had her device replaced due to end of service due to an elective replacement indicator observed flagged to "yes." The device was returned to the manufacturer for analysis. Review of programming history in the manufacturer's programming history database to perform battery life calculation resulted in approximately 2.87 years until eri=yes. Product analysis of the pulse generator confirmed the device to be at an end of service condition. It was noted that during the eval of the device, a leaky c11 capacitor was found causing an increased current consumption for the device. Once the c11 capacitor was replaced, the generator met testing specifications. However, the current consumption rate did not meet specification requirements. These measurements demonstrate an increased current consumption rate for the device, potentially contributing to a premature end of life condition. There were no other anomalies observed with the device.